Event description:
It was reported that whilst attempting to advance stent across tortuous ileac bifurcation using the outer sheath, the scrub sister was holding the delivery handle with some tension, there was a "snap" heard which upon investigation, the outer "black" sheath was detached. Stent was not deployed due to this.

Manufacturer narrative:
This is being reported because the same or similar device, lifestent flexstar xl biliary stent is currently marketed in the united states. The review of the mfg records show that no remarkable incidents occurred for this lot. The sample has been returned and the eval is currently underway.